Event description:
When using the extension set, by a nurse the following occurred; the nurse used the proper needless needle and it punched the tan stopper down into the tube on one side, and had to be replaced.